Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d2a. Additional information: h6. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/25/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "¿in the same day for 3 patients 4 suture needles came away from the thread..." (B)(4) will capture event of patient 1. (B)(4) will capture event of patient 2. (B)(4) will capture event of patient 3. Please provide information requested below for each patient/event patient consequences? If yes, please specify. What was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D."what tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? How many devices demonstrated the alleged deficiency? Name of the procedure? Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The following information was received: lot number: ucbbha, date of incident: (B)(6) 2024. What is the current location of the device? Discarded. Facility information: (B)(6), (B)(6), healthcare professional: (B)(6). Remedial actions taken by healthcare facility, patient, or user subsequent to the incident: reported photo taken. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. In the same day for 3 patients 4 suture needles came away from the thread. There were no patient consequences reported. Additional information was requested.